Event description:
The customer reported that the system displayed a control panel error. This error will likely cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and cable assembly were replaced. The system was then found to be operating as intended.